Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a diagnostic left heart catheterization procedure. Reportedly, when performing the last step of deploying the clip, the clip was found stuck on the end of the device. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported clip deployed at distal end of the device was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related deployment technique as the thumb advancer was not fully deployed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to previously filed report, additional clarification was provided: after splitting the sheath appropriately, the starclose se clip deployed on the distal end of the device (on the vessel locator wings) as the wings may have become caught on scar tissue at the access site. Manual compression was used to achieve hemostasis. No additional information was provided.